Manufacturer narrative:
The device was returned for evaluation. The device history record review, did not confirm any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Visual inspection found a half of a lens and the other half missing. The optic was torn in half. One haptic was attached to the optic and was bent. Microscopic examination was performed and found that the lens has areas on the optic that were cloudy white and had an orange peel like appearance on the surface of the lens. Through various analytical methods, it was found that the deposits on the explanted iol surface contained nitrogen in the form of amide functional groups. Therefore, it was concluded that the visual decline reported in this event was likely due to growth of a biological film. There is a possibility of bacterial biofilm growth on the optic of iols in normal eyes after long term uncomplicated cataract surgery, even in the absence of clinical or subclinical symptoms. Based on all available information, the root cause could not be conclusively determined.

Event description:
Additional information was received indicating the surgeon reported they were unable to scrape off any of the haze or cloudiness on the lens. It was also reported that the patient is doing very well with 20/20 corrected vision with a 3 piece iol implanted in the sulcus

Manufacturer narrative:
Additional information: b5, g2, g3, h10.

Manufacturer narrative:
The intraocular lens (iol) was evaluated. Visual inspection found a half of a lens and the other half missing. The optic had been cut or torn in half. One haptic was attached to the optic. The haptic was bent. Microscopic examination found the lens had areas on the optic that were cloudy white and an orange peel like appearance on the surface of the lens. The lens was sent for further evaluation. The investigation is ongoing.

Event description:
A healthcare facility reported that an intraocular lens (iol) was explanted from the left eye approximately one year and four months post implant due to opacification. The patient experienced negative dysphotopsia at week 1 post implant. Approximately one year postoperatively, the patient reported blurred vision in the left eye. Visual acuity was 20/30 and the lens was observed to be hazy. A yag procedure was performed on the left eye approximately one year and three months post implant. The surgeon observed haze in/on the iol and not on the patient¿s posterior capsule. The lens was explanted via posterior optic capture and replaced with a sulcus lens. A planned vitrectomy was performed. Corneal sutures were used. The patient currently needs to heal, have the corneal sutures removed and get new lens rx. The patient's outcome is good. Based on surgeon's evaluation and slit lamp findings there appears to be atypical diffuse opacification throughout the optic of the iol. According to the surgeon, the likely cause of the event is the lens material. A lens of a different model has been implanted in the patient¿s right eye for 1.5 years and shows no similar opacification.